Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock therapy due to t waves oversensing. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: model corrected to 3010.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock therapy due to t waves oversensing. This electrode remains in service. No adverse patient effects were reported.